Event description:
Veres needle was inserted into the abdominal cavity filling the abdomen with carbon dioxide. The trocar and camera were then placed, but the colon was entered. Quickly converted to an open procedure.